Event description:
Account alleged the head section drifts down on this bed. No injury reported. Hill-rom sent the head down and CPR valves to be replaced, however, the facility has not yet completed the repairs for this bed.